Manufacturer narrative:
Concomitant product: 556853, lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's heart rate was observed in the 40s and the implantable cardioverter defibrillator (ICD) device showed pacing below the programmed lower rate. It was also reported that the right ventricular (rv) lead was observed with t-wave oversensing (twos) when the patient was lying down. Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.